Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced an intermittent loss of tremor control when trying to bring something toward the face and when extending the arms outward with the palms facing each other. The pt's left hand tremor control was not as good as the right hand. The pt relied on the right side to stabilize. Impedance readings were greater than 2,000 ohms on some of the unipolar pairs. An open circuit or a fracture were suspected and, as such, the pt's device was programmed around this "for a while." The pt's device was to be programmed using 0-1 /c-1 in order to determine if symptom control is achieved. Add'l info was requested but not available as of the date of this report. A follow-up report will be filed if add'l info becomes available. See also MFR 3004209178-2011-05436.